Event description:
On (B)(6) 2025, I was using a simplera sync sensor connected to my medtronic 780g pump with smartguard. Around 3 am, the sensor sent falsely high glucose readings (325¿350 mg/dl), causing the pump to deliver excessive insulin. Within 30¿45 minutes, my glucose rapidly dropped, and by 5 am, it was dangerously low. I had no test strips due to insurance issues, so a neighbor brought some, and a fingerstick showed my glucose was 42 mg/dl. I treated with multiple fast-acting carbs, and it took about seven hours for my glucose to stabilize above 100 mg/dl. The event was caused by inaccurate cgm readings leading to unsafe insulin delivery.